Event description:
It was reported by service report that the cot could not be unloaded from the ambulance and the patient had to be transferred from the cot to a stretcher at the hospital. The complaint could no be duplicated. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.